Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture nor sensing in bipolar, and undersensing. It was noted that the physician might have cauterized the rv lead during the routine pacemaker changeout. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.